Manufacturer narrative:
Product analysis: analysis was able to confirm the reported software update issue; the software was reconfigured and reloaded. Analysis also noted that the battery was not charged and was unable to charge during bench testing, the battery was replaced. Additionally, the electrocardiogram (ECG) cable was unable to be plugged into the ECG connector. The ECG connector of the bridge ECG assembly was damaged, the ECG assembly was replaced. The device passed final functional and system tests. No other anomalies were found. Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Bench analysis found no light emitting diode (led) indications. The battery was inserted into an operating programmer, the programmer shut down. The battery was reinserted and attempted to charge for 15 minutes. Ac power was removed from the programmer, the programmer shut down again. Battery analysis indicated a critical battery failure and a permanent battery failure. Conclusion: the issue observed during service was confirmed, the battery pack would not charge and there was a battery pack failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during a software update and now would not progress past the please wait screen upon powering up. The programmer was returned for service. There was no patient involvement.